Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, that the transmitter is not sending data to the receiver. No additional event or patient information is available.